Event description:
In the study, "hybrid closed loop using a do-it-yourself artificial pancreas system in adults with type 1 diabetes." In the event of prolonged hyperglycemia, hypoglycemia, or loss of signal (>4 hours), participants were contacted to ensure safety. Three technical adverse events occurred during the aaps period due to connectivity issues. Four technical adverse events occurred: connection lost after the study phone ran out of battery, pump not restarted after cannula change, and not receiving data after sensor loosened without participant realizing, and ratio change not updated. However, no troubleshooting occurred for the four screen anomalies noted. No products were returned for analysis as a result of the study's findings.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Please downgrade the case as medtronic insulin pump was not used during this assessment. Only our results data for 780g was used to compare to their own results. This will be out of scope for medical review.